Manufacturer narrative:
(B)(4).

Event description:
It was reported that device entrapment occurred. A v.14 or v.18 guidewire was selected for use. However, during procedure, the wire was stuck to the catheter and the devices were removed together. There were no patient complications nor injuries reported. No further information available.